Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer reported not feeling well and being admitted to the hospital with a high of 384 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The customer reported having air bubbles along the tubing length. Customer stated the air bubbles were slightly larger than champagne sized. Troubleshooting found the insulin pump passed a high pressure test. Customer's blood glucose was 250 mg/dl at the time of the call. The insulin pump will not be returned for analysis.